Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The drive support was inspected and no anomaly was noted. The device also had a scratched display window, missing end cap sticker and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture in the screen. The customer also reported that the device has physical damage at the end cap. The customer stated that the plastic came out and one side was lifted and there is also a missing dome label sticker. She stated that the insulin pump is worn inside her bra and gets exposed to sweat. Blood glucose value was 5.6 mmol/l. The insulin pump was replaced and returned for analysis.